Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with redness, pustules, infection and swelling at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2026, the patient sought medical attention at a local clinic due to worsening symptoms. At that time, the sensor was removed. The skin was noted to be markedly red, and purulent discharge was observed from the insertion (puncture) site, suggesting a possible localized infection. Following evaluation, the patient was prescribed oral antibiotic bactrim ds (unspecified dosage) to be taken for five days. Photos of the reported skin reaction in the complaint record were reviewed. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The puncture site demonstrates dryness and scaling, with visible peeling or flaking forming a slightly irregular circular border. There was no documentation of further medical intervention. At the time of the report, the patient¿s condition is fine. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.